Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. It was confirmed that error codes related to the malfunction of main circuit board was recorded. The device's main circuit board was replaced to address the issue.